Event description:
Per the report received from japan edwards received notification of a pascal precision ace procedure performed in the mitral position in which two pascal ace devices were implanted and subsequent identification of single leaflet device attachment involving both devices with severe mitral regurgitation. The patient had severe degenerative mitral regurgitation due to p2 prolapse and a history of recurrent hospitalizations for heart failure. Degenerative changes were noted in the a2 region and calcification of the posterior mitral leaflet was noted. Two pascal ace devices were implanted in the a2 p2 region. Procedural imaging did not demonstrate adequate leaflet insertion. At the end of the procedure mitral regurgitation appeared reduced to none or trace compared to severe at baseline. Imaging performed on the day of implant demonstrated high mobility of both implants indicating detachment from the posterior leaflet in both devices with severe mitral regurgitation. Follow up imaging performed approximately two days later more clearly demonstrated single leaflet device attachment of both implanted pascal ace devices with severe mitral regurgitation. The devices remained implanted in the patient. No device related issues during preparation or implantation were identified. The patient had minimal symptoms.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. This is one of two manufacturer reports being submitted for the same event. Related manufacturer report#: 83572.